Event description:
It was reported that a patient underwent squinted eye surgical procedure on (B)(6) 2011 and suture was used. The patient was fine after surgery. After one week, the patient & apos's eye became quite swollen. At week two the surgeon removed two stitches and is currently reviewing the patient as the patient moves into her third week. Inflammation is still present around the knot.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/08/2011. Conclusion: representative samples were returned for evaluation. The seals are all complete with no channels, spottiness of damage. The samples were opened and inspected and no issues were found with either the seals or the foil.